Manufacturer narrative:
It was reported that the hub detached from an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter about one week after placement into an unknown patient¿s bile duct. As a result, the complaint device was removed and replaced in an additional procedure. No other adverse effects were reported due to this occurrence. It was noted that the patient activity level was such that the patient can perform normal daily activities (adls). Reviews of documentation including the quality control procedures and manufacturing instructions (mi), as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. One used catheter was returned to cook for evaluation. Upon visual inspection, it was noted the catheter had separated from the mac-loc adapter. The catheter shaft was missing the flare, and the separation point showed a clean break except for one small area exhibiting jagged characteristics, indicating the application of excessive force to the catheter shaft. No flare material remained between the cap and the mac-loc adapter. The distance between the cap and the hub measured within specification. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search for this customer was unable to identify the complaint lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook did not review product labeling. The manufacturer does not apply an IFU for this product. Instructions for use are applied by the local distribution partner. Based on the available information, inspection of the returned device, and the results of the investigation, cook has concluded that the main cause for this event is component failure without a manufacturing or design deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
In additional information received on (B)(6) 2025, it was reported that patient activity level was such that the patient can perform normal daily activities.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje. H3 - device evaluated by mfg.? Device evaluation anticipated but has not begun. Awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter detached from the catheter one week after placement in the bile duct for drainage. The drainage catheter was replaced with a new like catheter. No other adverse effects have been reported for this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.